Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, home patient (hp) changed the cassette but not the solution bags. The hp stated that she changed the cassette out and was still getting the alarm. The technical service representative (tsr) asked if the hp had changed out the bags as well and the hp did not. The tsr advised the hp to start over with all new supplies. Global product surveillance contacted hp on (B)(6) 2011. The hp was able to complete therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient; the cassette was replaced while the solution bags were kept and reused while troubleshooting a check lines and bags alarm. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was use error.